Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: additional information: h10: information was received on (B)(6) 2021 indicating that during this event, the patient only received 61.75ml of 110ml dose.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable pump won't run alarm was noted. No patient consequences were reported. No adverse effects were reported.